Manufacturer narrative:
Initial and final MDR 1874986 - MDR 3003442380-2024-01475 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set was bent due to which hyperglycemia occurs after 3 hours of insertion. Blood glucose level was 395 mg/dl. Event occurred on (B)(6) 2024. Infusion set was placed in abdomen. High blood glucose level was treated by the correction injection via mdi and changed infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.